Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 600 mg/dl, excessive urination, vomiting, and a high level of ketones identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer reportedly became more resistant to insulin as a result of this event. System check with tandem technical support confirmed the pump was functioning as intended.